Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis.  The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.  The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous distal left circumflex artery. A 3.00mm x 15mm maverick² balloon catheter was used for dilatation. When the pressure reached at 10 atms upon the first inflation, the pressure decreased. When they removed the balloon and examined it outside the patient, a balloon rupture was recognized. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.